Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported sensing issues on this ra lead. There were small p-waves reported in (B)(6) 2016. There is no mention of intervention. Should additional information become available, this file will be updated.